Event description:
Pt burned by metrx radiance illumination system. Vendor unaware of warning on box. Used 400 w light source instead of 100w. Vendor no longer sells 100w light source. Hosp had to research and purchase 100w light source from another vendor.